Manufacturer narrative:
An initial report was received that a cypher sds was associated with failure to cross. Further investigation then indicated that it was also associated with proximal stent strut flaring. The event involved a male patient with hypertension who was admitted to hospital with chest pain. An angiogram revealed a lesion in his mid circumflex that was described as a long segment, 90% occluded, 3.5mm in diameter and tortuous. The safety and effectiveness of the cypher stent has not been established in these types of vessels and/or lesions. The lesion was pre-dilated prior to the introduction of a 3.50x33mm cypher stent. The product is reported to have appeared normal and to have prepped appropriately. Attempts to cross the lesion were unsuccessful and the product was removed without resistance or injury to the patient. Upon removal, the stent was noted to be flared proximally. The procedure was completed with non-cordis bms. The product was returned with its' associated stent still on the balloon. Visual examination revealed proximal stent strut uplift. No other anomalies were noted. A DHR review of the involved lot number revealed that the product met requirements for product acceptance. Conclusion: the reported event was confirmed by analysis; though the exact cause of the stent uplift could not be conclusively determined. Based on the information provided, there are vessel factors that may have contributed to this event.

Event description:
Percutaneous coronary intervention (pci) was being performed on a 90% occluded lesion in the left circumflex with a long segment and 3.5mm vessel diameter. The lesion was pre-dilated with a 2.5xunknown balloon before attempting to cross the lesion with the cypher stent. However, the stent did not cross. It was removed without difficulty. When the product was received, the proximal stent struts were flared.